Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734890, product ID: 9735824r, product ID: 9735825ent, h6: multiple annex g codes were coded for this event. G02018 was coded for product ID: 9735825ent and 9734890. G04035 was coded for 9735824r. H6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was a localizer faulted message flickering in and out. This was noted with the flat emitter. The emitter diagnostic was normal and when checking, the error stopped flickering and the system appeared to function as intended. The manufacturer representative (rep) was then unable to replicate. The probable cause was the emitter. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3: the system was serviced in the field, and the emitter and electromagnetic controller was replaced. D9, h2, h3: the return of 9733752r provided the lot number 603001738. The hardware was returned and analysis was performed. The flat emitter was connected to a lat station and passed a 3 hour test without issues. The cable was also shaken and pulled on to test for disconnects and the connection was stable. The return of 9735824 provided the lot number 603002401. The hardware was returned and analysis was performed. The returned controller briefly connected to the test station and then disconnected, as all connected components displayed a red status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.